Event description:
(B)(4). My surgery was on (B)(6) 2016.

Event description:
(B)(4). Had hysterectomy removing everything but my ovaries. Had to have c section incision because of the mesh placed earlier. Nobody should have to go through this kind of pain. And bayer keeps getting richer and having the doctors talk their patients into getting these. How come no one is their to protect all the women having this horrible procedure done?

Event description:
(B)(4). Had essure inserted 2004. Two years later, had a tear in colon. Had ostomy bag for 4 months and then reversal. Had to have another sx to correct multiple hernias (with mesh). Have severe lower back pain. Neck pain. Horrible allergies which I never had before. Depression, insomnia, ibs, fatigue, multiple tooth and gum defects, horrible cramping. Currently working on getting the coils removed, so I can have my life back!